Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. The system log file was reviewed, which confirmed the malfunction with ui module, no network connection of image detection and no power in collimator. Upon troubleshooting, fse identified that the system was unable to produce x-ray, no geometry movement and there was no power in xper module. Fse performed the visual inspection and found the defect with nc power module. To resolve the issue, fse replaced the nc power module. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.